Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. There was 1,300 calcium scored. During procedure, the pre-dilatation was not performed upon physician decision due to low ejection fraction (ef) and concern from massive aortic regurgitation (ar), which the patient would not be able to cover from. The valve was positioned in right position, released and migrated up towards aorta after release, left coronary artery (lca) & right coronary artery (rca) were demonstrated clearly with contracts injection. The implant depth at 80% and release prior to migration were 3mm below annulus. The physician decided not to snare the 1st valve. A new 25mm navitor vision valve was implanted in good position with a new small flexnav delivery system, since the 2nd valve was under expanded, it was decided to post dilate both valves. After post dilatation of second valve, the migrated valve blocked coronary artery. The physician mentioned the cause of migration was the decision not to pre-balloon, the effective orifice area (eoa) was to small, the valve was non-uniform expansion (nue) and migrated. After that, the patient's blood pressure (bp) and heart rate (hr) were good and femoral access was closed. Twenty minutes after the procedure, the patient was almost moved from cardiac catheterization lab table to hospital bed, the patient collapsed and 30 min of necessitation did not recovered the patient. The patient was reported passed away. The cause of death was late coronary occlusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of migration or expulsion of device was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.